Event description:
The surgeon attempted to implant an aq2003v three piece silicone lens but the trailing haptic tore prior to being inserted. There was no pt contact or injury. The nurse indicated that it was unknown as to why the haptic tore. An msi-pm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.